Event description:
It was reported that the pump exhibited a cassette alarm during testing. During physical inspection, it was found that the upstream occlusion (uso) seal and air detector were dented. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and multiple cassette not attached properly alarms were confirmed. The device was visually inspected and a dented upstream occlusion seal and air detector were verified. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to calibration failure. As a result, the downstream occlusion sensor, upstream occlusion seal, and the air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.